Event description:
A dye study was done that demonstrated the catheter to be "intermedulary." The catheter and needle were retracted and reinserted. Cerebrospinal fluid was obtained and the implant was completed. Fluro was done and all was reported to be good. A neurologist checked the patient and reported some neurological deficit in the right leg post recovery.